Manufacturer narrative:
As of today, the medical device is not available for analysis therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
In (B)(6) 2014 the battery reported 2 yrs and 1 month remaining until eri and battery impedance of 2.3 kohms. In (B)(6) 2015 the device reported eri, however it did meet expected longevity estimates. The device was explanted and discarded and will not be returned to biotronik. The exact date of explant was not provided.